Event description:
Medtronic interrogation report records ventricular lead model #4068 measured impedance indicate malfunction. The lead not working while implanted suffered a heart attack about 2004. Although replaced on the next day. Although replaced prior to that day, suffered second heart attack, causing death in 2005.